Event description:
It was reported to boston scientific corporation that an amplatz ptfe guidewire was used during a ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the surgeon inserted the contour injection stent over the amplatz ptfe guidewire . When the guidewire was pulled out, it was met with resistance and about 6 inches of the coil wire unraveled exposing the tip of the metal corewire. Reportedly, parts of the guidewire were found to be bent and the length of the guidewire was 2 cm shorter compared to the new guidewire. The surgeon checked inside the patient to look for any detached fragment and found nothing. The patient was also sent for CT scan for confirmation. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the returned guidewire revealed that the coating was damaged at approximately 60cm to 65cm from the proximal end. The coil was unraveled at the distal section and broken at the end. The complaint is confirmed. It is most probable that anatomical/procedural factors could have generated the damages encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an amplatz ptfe guidewire was used during a ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the surgeon inserted the contour injection stent over the amplatz ptfe guidewire . When the guidewire was pulled out, it was met with resistance and about 6 inches of the coil wire unraveled exposing the tip of the metal corewire. Reportedly, parts of the guidewire were found to be bent and the length of the guidewire was 2 cm shorter compared to the new guidewire. The surgeon checked inside the patient to look for any detached fragment and found nothing. The patient was also sent for CT scan for confirmation. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. Reported event of coil wire unraveled exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.